Manufacturer narrative:
A maquet service technician investigated the issue with advice through msupport. He replaced the tacho board foil and this solved the issue. The device was returned to the customer fit for use the malfunction of the device occurred at start up. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 04:25 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary gmbh provides product failure investigation, analysis and resolution for the device described in this report. Supplemental medwatch will be submitted after receipt of new information.

Event description:
During setup, when the single roller pump (rpm) knob is slowly rotated to increase speed the pump stops showing direct error. With restart of the pump it starts with safety s error. No patient involved. (B)(4).